Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was that patient was seen for the first time yesterday by the hcp. Patient mentioned they were unable to charge their ins on sunday and they cannot charge it today either. Patient needs an MRI and would like assistance from their a rep for putting device into MRI mode. The caller was not with the patient.